Event description:
A malfunction was reported by the customer, identified as malfunction code malf 15. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer by providing information on how to reset the pump, though the customer was advised to call back upon gaining access to a charging pad.